Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx drug eluting stent (des) to treat a mildly tortuous, moderately calcified lesion in the mid circumflex artery (cx). There was no damage noted to the device packaging, and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted . Negative prep was performed with no issues noted. The lesion was pre-dilated. It was detailed that the indentation was removed at 18 atmospheres with a non-medtronic device, it was inflated to 18 atmospheres, three times for 10 seconds. The remaining stenosis rate and condition of the vessel after dilation was described as the indentation being good. The device did not pass through a previously deployed stent, resistance was not encountered when delivering the product and excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to the lesion. It was reported that the device dislodged and was attempted to be collected using a snare, however it could not be collected. A small balloon was used to attempt collection, but it was impossible to remove the stent, so it was placed on the spot. There was no patient injury reported.

Manufacturer narrative:
Additional information: it was later clarified that indentation being good referred to the remaining stenosis post-dilation. The patient was discharged from hospital and the current patient status is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.